Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver compounded baclofen (concentration and dose unknown), indicated for intractable spasticity and cerebral palsy. It was reported that the patient¿s pump and catheter were explanted on (B)(6) 2017 and not replaced. There was no patient death or injury related to the event. It was reported that the reason for removal of the infusion device was due to infection (organism). No rotor or dye study was performed. The device was returned to the manufacturer for archive/storage. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on 2017-jul-11 revealed no anomaly. As per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml was being administered at a simple continuous dose rate of 200.3 mcg/day as of (b(6)2017. Analysis of the catheter on (B)(6)2017 revealed a non-significant indent in the seal of the sutureless connector that did not affect infusion. If information is provided in the future, a supplemental report will be issued.